Manufacturer narrative:
(B)(4): it was reported that patient underwent a mesh revision on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to mixed urinary incontinence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a mesh revision on by dr. (B)(6) at (B)(6) and tvt was implanted at that time.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrence, urgency, and urinary frequency.